Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient¿s ins only lasted 18 months when she was told it would last 5 years. It was reviewed that longevity is dependent on usage and settings. No symptoms were reported. Follow-up was conducted.

Event description:
Additional information was received from a patient on 2017-apr-17. The patient stated that they do not have a problem with their current implant. Their current implant was put in because their healthcare professional (hcp) thought it would last longer than their previous implants. Their current implants were lasting 18-22 months. The patient stated that it could be due to their high settings and using it 24/7. The patient is still looking at the hcp list to choose a new hcp. No further complications were reported/are anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-mar-27. The patient stated that they have no depletion from the battery yet. It was put in early 2012 but the patient moved so they need a new doctor or they will have to drive 3.5 hours for their old doctor. Their current battery was put in 2012 and is a 10-year battery so they know it will not last 10 years. They need to find a doctor to check how much life they have left on their battery. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.